Event description:
The event is reported as: complaint alleges: "a pt had to go back to the hospital because the staples were released from the wound surface, the md cleaned the wound and the pt was stabled again." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
A device history report (DHR) could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will contribute to monitor and trend relating complaints.